Event description:
It was reported that during a supply change and tubing fill on an ilet system, the user received an ¿unable to proceed¿ notification without an alert code; after a guided restart and dry run, the issue persisted until the user identified a bent infusion set connector and replaced it, after which the supply change completed successfully using the same cartridge and new tubing. Symptoms included no adverse clinical effects. Outcomes included no impact on health, no hospitalization, and restoration of normal device use after troubleshooting and supply replacement. Investigation included device-use review, guided troubleshooting, and assessment of infusion set components. Investigation of this case revealed an infusion set connection problem attributed to a bent connector consistent with an incorrectly deployed or improperly attached infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling leading to component deformation.

Manufacturer narrative:
Initial.